Manufacturer narrative:
(B)(4). E1 initial reporter state - (B)(6).

Event description:
It was reported that signal loss over one hour occurred. No product was provided for evaluation. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.